Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing, high threshold measurements, high out of range pace impedance measurements, and inappropriate anti-tachycardia pacing (atp). The device and lead were explanted. The lead header connection was checked at explant and was found to be secure. No additional adverse patient effects were reported.